Manufacturer narrative:
(B)(4) - decrease in blood pressure is not specifically addressed in the IFU. (B)(4) - unknown if the device caused or contributed to patient outcome. Event is still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair under general anesthesia on (B)(6) 2011. The proximal neck was tortuous and the proximal neck became "slight accordion shape" by insertion of the main body delivery system from the right femoral. During positioning of the main body, the systolic blood pressure decreased to 20-30 when the physician performed the second confirmatory angiography. By administration of steroid, the blood pressure increased up to 250 and then decreased to 70-80. The procedure was discontinued. The patient's condition became stable. On (B)(6) 2011, patch test for defazolin, eslax, remifentanil, phentermine, ephedrine and iopamiron was performed on the patient and the result was all negative. The physician hopes to perform a pach test for hydrophilic coating. As of (B)(6) 2011, the patient is doing fine and discharged from the hospital for now and will be under open surgery later. The patient's condition became stable.